Manufacturer narrative:
Event date is estimated. Explant date is unknown. Further information was requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had ipg explanted at an unknown date. The reason for the explant is unknown.

Manufacturer narrative:
Initial submission was erroneously submitted as a 5 day report and the manufacturer is not required to initiate action to prevent an unreasonable risk of substantial harm.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.